Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device had an intermittent button response due to corroded keypad trace. The keypad overlay had weak adhesive bond at all locations.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer stated that the insulin pump alarmed a button error without pressing a button. Advised that the customer should revert to back up plan. No further information was provided.